Event description:
Pt rec'd a sulzer orthopedics acetabular shell implant. The device was explanted. Preoperative diagnosis: defective sulzer acetabular component, right hip. Postoperative diagnosis: defective sulzer acetabular component, right hip. Procedure: revision arthroplasty, right hip.